Manufacturer narrative:
Sample has not been received by MFR in time for this report.

Event description:
The event is reported as: complaint alleges: one day after insertion of catheter suprapubically after surgery, the funnel had broken off from the shaft (no force applied). The catheter was removed and another was inserted suprapubically under general anesthesia. No reported patient injury. Patient current condition is fine.